Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, unable to login the station and error showed as unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem upon investigation of the actual device used in this incident, it was determined that station was unable to login. A technical support specialist (tss) remoted onto the server, found that the databases were unreachable, and cycled the structured query language service on the database server. After the service was restarted, users were able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, unable to login the station and error showed as unable to authenticate. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.